Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Data logs were not retrievable. As per clinical placement signal did not work since case start, but pump continued to be in support. The cause of the optical signal issue was not determined since product was not returned and data logs being unable to be reviewed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal for the impella cp does not work. The physician removed the pump for inspection, and there were no anomalies noted. The same pump was used but the signal issue was not resolved. The decision was made to withdraw care, and the patient expired.